Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was not reported. The peritonitis was manifested by fever and cloudy peritoneal dialysis (pd) effluent. On an unreported date, the patient began intraperitoneal (ip) treatment for the peritonitis with cefazolin and tobramycin (doses and frequencies were not reported). Three days after onset of the peritonitis, due to the unspecified pd effluent culture result, the patient's treatment was changed to ip tobramycin, oral septra, and oral cipro (ciprofloxacin) (doses, frequencies and durations were not reported). No further information was provided regarding whether the patient was hospitalized for the event or if apd therapy was ongoing. No additional information is available.